Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump failed to alert the user of a bg reading below the user programmed threshold of 70 mg/dl. There was no serious injury reported. The complaint is being reported because issue was not resolved with troubleshooting.